Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ssd of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The ssd has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system displayed an error message in regards to image quality which subsequently prevent activation of the image. It was noted that the issue occurred when attempting to activate anatomy image acquisitions. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of twenty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hard drive of the navigation system was reviewed by medtronic personnel. The hard rive showed that the post gres database was running normally on the navigation system.